Event description:
A healthcare professional reported that bulge in shaft of the vitrectomy cutter at unknown timing of vitrectomy surgery. The details regarding procedure completion and the patient involvement were unknown. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).